Manufacturer narrative:
(B)(4) date of initial report: (B)(6) 2015. The incident device was discarded by the site and not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer reported that 5 minutes into the ablation procedure the antenna alarmed and stopped working. The procedure was stopped and had to be rescheduled. The antenna was not saved by the facility.

Manufacturer narrative:
(B)(4). Date of follow-up report: 02/03/2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4) although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.